Manufacturer narrative:
Investigation summary: unable to confirm the customer experience as no sample and no photo was returned. DHR was performed, no abnormality were observed. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: unable to confirm the customer experience as no sample and no photo was returned. Root cause cannot be determined.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "during the canylation blood was coming through medicine plugg."